Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced an unexpected pump alarm multiple times during normal use. Blood glucose level at the time of the incident was 393 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis

Manufacturer narrative:
The device was received with currents within specifications. No unexpected battery power loss noted. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, missing end cap sticker and cracked lcd window.